Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot #? No information. It is reported ""the event occurred in some needle-sutures in a row"" can you confirm the total needle-sutures qty involved that presented with the reported issue during use on patient? No update information of quantity of product involved was provided from initial information. Was the procedure completed successfully?and how? No information. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2018 and suture was used. During the procedure, the suture broke when tying a knot. The event occurred in some needle-sutures in a row. There were no adverse consequences to the patient. Additional information had been requested and was received. No further information available.